Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the ECG data from the event was returned and evaluated. Evaluation found that the presented rhythm matched ventricular fibrillation in two out of the three segments. In segment 1 the combination of low amplitude signal, normalized amplitude value of 53% and 13 detected peaks resulted in a ventricular fibrillation classification. Segment 2 was influenced manly by the ventricular complex located near the middle of the segment. The high amplitude of the complex skewed all of the other measurements and resulted in a no matching condition. Segment 3 was similar to segment 1. The normalized amplitude was calculated at 42%. The number of peaks detected is 21. The result for segment 3 was also ventricular fibrillation. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.